Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, first diagonal of the left anterior descending artery. During unpacking of the first balance middleweight (bmw) guide wire the tip was kinked; therefore, the device was not used. A second bmw was placed in the lesion and a non-abbott balloon catheter was being advanced over the bmw; however, there was resistance and the catheter got stuck on the distal end of the guide wire. The devices were removed as a single unit and a new catheter and bmw guide wire were successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical device: dil cath: pantera 2.0/15. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.